Event description:
A caller reported a cartridge alarm 30 on their pump, but there was no adverse impact to the customer¿s blood glucose level. The customer had not experienced similar alarms with consecutive cartridges before. Technical support confirmed that the pump was in warranty, with an expiration date of june 2026, and arranged to send a replacement pump with a slightly different software version. The customer was advised to return the problematic pump using a pre-paid label within 10 days to avoid being charged. They were instructed on how to prepare the defective pump for return and on programming the settings and connecting their cgm to the new pump. The customer planned to use multiple daily injections as a backup therapy in the meantime and acknowledged all instructions given by technical support.